Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a moderate "fluttering" sensation and presented to the clinic upon hearing alert t ones for high rv pacing impedance. It was noted that the right ventricular (rv) lead had triggered an rv tip to rv coil lead impedance alert approximately three weeks after implant. It was also noted that a rv bipolar lead impedance alert triggered again the following day. The patient's implantable cardioverter defibrillator (ICD) system was programmed off and the patient was given a wearable cardiac defibrillator vest. Approximately one week later, reproducible noise on the rv lead was identified while pulling on the lead at the device header. It was noted that the ICD grommet was not securely screwed down on the lead and the set screw was loose causing the lead noise. The rv lead was taken out of the header, reintroduced and the set screw was securely tightened. Both the rv lead and the ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.